Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements of greater than 200 ohms. It was noted that the shock impedance had been out of range for over the last two months. Prior to that the impedance measurement was within range at 70 ohms. Boston scientific technical services (ts) was consulted and discussed further testing options. The lead was tested and yielded high out of range shock impedances in all configurations. The patient was transferred to another facility and underwent a revision procedure. During the procedure the rv lead and ICD were explanted and replaced. It was also noted that the chronic right atrial (ra) lead which had been surgically abandoned approximately four years earlier due to noise and was explanted during the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.